Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-nov-2018. The most recent information was received on 10-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("back and pelvis pain") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On 3-dec-2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dizziness ("dizziness"), arthralgia ("diffuse joint pain"), back pain ("back and pelvis pain") and asthenia ("asthenia"). The patient was treated with surgery (essure removal on 26-may-2018). Essure was removed on 26-may-2018. At the time of the report, the pelvic pain, arthralgia and back pain had resolved and the headache, dizziness and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, dizziness, headache and pelvic pain with essure. The reporter commented: patient¿s current status: daily pain that disappeared a few weeks following withdrawal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("back and pelvis pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dizziness ("dizziness"), arthralgia ("diffuse joint pain"), back pain ("back and pelvis pain") and asthenia ("asthenia"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia and back pain had resolved and the headache, dizziness and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, dizziness, headache and pelvic pain with essure. The reporter commented: patient¿s current status: daily pain that disappeared a few weeks following withdrawal. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.